Event description:
It was reported that during non-invasive ventilation there was large leakage and ventilation was repeatedly pausing. The patient¿s oxygen saturation declined to approx. 70%. The ventilator was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).